Manufacturer narrative:
This event occurred from january 04, 2022 to february 02, 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed in eleven (11) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from august 02, 2021 to august 03, 2021. H10: eleven (11) actual samples were received for evaluation. Unaided visual inspection along with magnification with fill port caps removed observed two particles inside the fill port connector area of one (1) sample. The particles were light yellow in color with areas of translucency, were approximately 0.2 mm and 0.1 mm at the longest linear dimension, and were identified to be cellulose fibers. The reported condition was verified for 1 sample; however, was not verified for the remaining 10 samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.